Event description:
It was reported to philips that the battery will not charge. The customer stated that sometimes it shows it is charging and other times shows error charging. There was no patient involvement.